Manufacturer narrative:
Examination is not possible, as the device will not be returned. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.

Event description:
It was reported that the device was shedding. There were no delays or patient injuries reported.